Event description:
It was later reported that since the accident, the interstim therapy had not worked as well. The patient was not able to urinate at all on their own. They had loss of therapeutic effect. Caller stated this issue had been developing and gradually getting worse for the last few weeks or so. Caller stated she was not urinating on her own presently. It was indicated that the programs were changed 4-5 times and none of them helped that much. Caller mentioned that the big issue was that she was involved in 2 accidents that hit the right hip, where the ins was implanted and since then it had gotten worse. Caller stated he had taken her to the health care provider and he had checked the impedance and they said the readings are looking good but she was not urinating on her own. Caller was wondering if we could do some adjustments. Caller stated they have done reprogramming several times and it had not helped a whole lot. It was noted that about 3 months after implant, the patient met with manufacturer representative for adjustment but it just had not helped.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0earq, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the weekend prior to the report, the patient¿s right hip was hit with the corner of a pull behind trailer and the patient subsequently developed a ¿big bruise¿ 3 inches below her implantable neurostimulator ( ins) scar. Since the accident, the patient ¿stopped urinating as much as she had been before the accident¿. When the patient¿s ins was implanted, it was at a setting of 0.9v. A ¿couple of weeks or so¿ prior to the report, the amplitude was increased to 1v and after the accident it was increased to 1.3v. The patient was reportedly urinating ¿a little bit¿ on her own, but not as much as before the accident. The patient ad had a CT scan and xrays done and ¿everything looked fine¿. The patient could still feel stimulation and it was comfortable. Three days later, it was reported that the trailer accident didn¿t do any ¿physical damage to the patient¿ but the patient got a jolt. The reporter indicated that the patient¿s husband had to catheterize the patient on the morning of the report. The patient¿s device was checked out a couple of days prior to the report by her healthcare provider (hcp) who indicated that everything was working fine with the device. The hcp ran ¿some diagnostic tests¿ and stated that the device was still implanted properly and there were no breaks in the wiring ¿or anything like that¿. The patient was still having issues, which had been ongoing since the accident. The reporter stated that the patient could ¿feel the device¿ in her left leg. Additionally, whenever she ¿felt the device¿, she got a pinching sensation around her bladder. The sensation in the left leg and buttock was ¿real strong¿ 2 or 3 days prior to the report. That was when the patient started feeling the pinching sensation around her bladder as well. The implant was located in the right buttock. Approximately 3 weeks later, it was reported that tests were done and ¿there were no impedances¿. The patient was experiencing pain on the left side of the vulva, ¿just outside the vagina towards the back¿. It was not ¿continuous¿ but happened when the machine ¿kicked in¿. The setting was increased, but if it went any higher than 1.9v, the patient ¿got a jumping¿. The patient was reportedly able to urinate on her own a lot better prior to the accident. At the time of the report, the patient¿s setting was on program 4 at 1.7v. An attempt was made to switch programs, and increasing the amplitude to 2.7v, where the patient felt it ¿lightly in the ¿butt crack left hip area¿¿ but was not feeling the pinching. Further attempts to test other programs was unsuccessful as communication was lost after the reporter accidentally synched on the original setting and the reporter was subsequently unable to communicate. If additional information becomes available, a follow-up report will be submitted.